Event description:
Patient reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, broken shell, part of the shell is missing. Leak test was performed and found openings on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior and opening striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. A striated edge broken on posterior side assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.